Event description:
Reporter noted corneal burn during "I/a". Sutured wound to close and noted a continual small leak. Sutured wound again a couple of times. Referred pt to a corneal specialist for follow-up. Pt is recovering well at this time. Felt tip overheated.